Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2015 through december 31, 2015

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: complications associated with the proper implantation of the avaulta solo¿ synthetic support may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge). 2120, 1750, 1928 = "l" 2993 = "nl" h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Exemption e2013025 the total number of events for product classification code otp is 37. Qty 13- avaulta plus biosynthetic support system- anterior, sterile qty 6- avaulta plus biosynthetic support system- posterior, sterile qty 12- avaulta solo biosynthetic support system- anterior, sterile qty 5- avaulta solo biosynthetic support system- posterior, sterile qty 1- unknown bmd women¿s health mesh product

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient experienced inability to void which required foley catheterization, ileus, depression, and several urinary infections which were cultured to be esbl and e-coli, two resistant infections. Family reported patient suffered from mental status changes related to antibiotic treatments. However, the treating physician documented the changes were likely secondary to toxic and metabolic encephalopathy from the infection/sepsis, acute renal failure, possible pulmonary embolism, and urinary tract infection. Patient was intubated and sedated at this time. Patient had long term steroid medication which have resulted in patient's immune-comprised system. Patient had mesh removal in (2012) due to exposure and erosion. Mesh caused irritation to posterior vaginal wall, bladder wall was inflamed, and physician documented the mesh was the likely cause of patient's bladder dysfunction, including urinary tract infections. She was started on ditropan xl, received a referral for physical therapy for pelvic muscles and botox injections for incontinence. Patient underwent burch procedure but continues to have incontinence and urinary tract infections.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame november 1, 2015 through december 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2015 through december 31, 2015 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2015 through december 31, 2015 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2015 through december 31, 2015 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2015 through december 31, 2015 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.